Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the received device. Visual analysis of the returned sample revealed that the distal tip (drive feature) of the device was broken off. The broken piece was not received at us cq. The dimensional inspection of the received device revealed that the device was conforming to the specifications. The broken condition of the distal tip (drive feature) was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of the depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the broken condition. While no definitive root cause could be determined, it is possible that the alleged broken condition may be occurred due to a random component failure that may have been caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review: all relevant drawings are reflecting the current and manufactured revisions was reviewed. Device history lot: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw247914 was released in a single batch. Batch1: lot qty of (B)(4) units were released on jan 17, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a posterior lumbar interbody fusion (plif) at l4/5 treating lumbar spondylosis on (B)(6) 2021, torque was not able to be applied to a screw a few times with the screwdriver. It was finally found that the tip of the screwdriver had chipped slightly. A different screwdriver was used to complete the surgery. X-ray confirmed that no fragment had been left in the patient. The procedure was completed less than thirty (30) minute surgical delay. Patient was stable. Upon manufacturer receipt of devices, it was discovered that a torque driver shaft had a broken tip. This report is for a sfx x20 torque driver shaft. This is report 2 of 2 for (B)(4).